Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, not priming the line completely is a known cause of the reported issue. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The patient is also told to verify that the patient line is properly primed before connecting. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a patient was connected to the patient line for therapy on a homechoice device during prime. The patient was connected during prime, before the patient line was properly primed. The technical service representative assisted the patient in ending therapy and start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.